Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The mcs tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. The tip cover was placed on an in-house mcs instrument and fit as expected. The instrument was manipulated, and the tip cover did not fall off. No product issue was identified. Further investigation found that the mcs tip cover exhibited localized melting, which is indicative of arcing 0.913" from the proximal end where the instrument was installed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgery surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell into the patient. The surgeon retrieved the mcs tip cover accessory during the procedure and used a new mcs tip cover accessory to continue with the procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip cover accessory were inspected prior to use with no issue. The tip cover suddenly fell off when the surgeon was performing a passive bowel surgery. The tip cover was removed with laparoscopic forceps. The surgeon did not notice any issue with the mcs instrument functionality during the surgical procedure. The mcs instrument did not collide with any other instruments during the procedure. The mcs tip cover accessory appeared to be properly installed. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. Installation tool and electrode cleaner carbotect were used. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The tip cover will be returned, but the mcs instrument will not be returned.